Event description:
The customer reported a therapy knob failure. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported a therapy knob failure. There was no report of patient involvement. The device was evaluated by philips. The reported symptom could not be duplicated and the device passed all testing. No conclusion can be drawn. The optical switch was replaced as a precaution.